Manufacturer narrative:
The device in question was returned manufacturer on april 2,2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported "foggy". No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: the examination revealed a chemically corroded distal solder joint. Moisture was detected in the system and an unknown adhesive residue was found on the distal cover glass. Distal solder seam chemically damaged, leaking. Moisture inside the rod lens system. Residues on the distal cover glass. The customer's description of a "foggy" can be confirmed. The image shows partial shadows/blurred areas throughout the entire image. By focusing, the cause of the blurred areas could be determined. There are clearly visible foreign particles and moisture in the rod lens system, which can be held responsible for the blurring. The cause of the foreign particles/moisture can be identified as a chemically damaged and leaky distal solder seam. Furthermore, there is an unknown residue adhering to the cover glass. The damage found is most likely caused by clinical use/clinical reprocessing. This event is filed under internal complaint ID (B)(4).